Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by med information received by medtronic indicated that the insulin pump had motor position encoder error alert. Customer stated that drive support cap was normal, insulin pump was not exposed to a high magnetic field. Customer also stated that insulin pump received motor error alarm, they were able to clear and able to rewound the insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.